Event description:
This lv lead was implanted on an unknown date in (B)(6) 2012 and still remains implanted at this time. In a product experience report received on 04/11/2018 it was noted that the lead exhibited pacing impedance greater than 3000 ohms. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).